Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The subject reported via phone call that they had extreme high blood glucose and was diagnosed with diabetic ketoacidosis. The customer's blood glucose value was 385 mg/dl. The customer also reported issue with the insulin pump and sensor not functioning well, it did not accepted the calibration. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08725 inches. The insulin pump was downloaded to carelink and the carelink report does show insulin pump history data on and after may 25, 2019. The insulin pump was programmed with a test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to the programmed test values properly and displayed correctly on the display graph. The insulin pump entered auto mode without calibration or enter bg errors. The insulin pump was monitored for a day while connected to the test sensor and plug. No auto mode anomaly noted during testing. (B)(4).